Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on information from the field, the electrical issues are consistent with the dislocated lead.

Event description:
During a follow-up, noise and low sensing on the right ventricular (rv) lead were noted. Noise and oversensing on the device were also noted. Furthermore, high capture threshold and low sensing on the atrial lead were noted. Diagnostic imaging confirmed the atrial lead was dislodged and no anomalies were noted on the rv lead. The device was reprogrammed and the leads will continue to be monitored until the revision procedure. The patient was stable with no adverse consequences. Related manufacturer report numbers: 2938836-2017-34642 and 2017865-2017-35497.